Manufacturer narrative:
It was claimed that water ingress into o2 gas module. Identification of issue has been done by analyzing problem description. Based on provided information, water entered the o2 gas module from central gas supply. The device has been unused. The unit has been repaired by third party service. Getinge field service engineer has not been on-site. No details has been obtained related to how the issue was solved. The device was delivered to the user in working condition. The o2 gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause has been established as design - labeling (del) as it seems like the customer was not aware of the maximum levels of water in the supplied gases requirements. H3 other text : 4117.

Event description:
It was reported that during standby it was revealed that the ventilator's o2 gas module was contaminated with water. There was no patient involvement. Manufacturer's ref. #: 846172.